Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair, the surgeon experienced some difficulty with the use of the omnispan system. It appears that 4 fasteners failed to deploy or fell off of the inserter/ at this point, the surgeon chose to perform a partial menisectomy for remedy. Outside of this, they are reporting no patient consequences. The applier is being returned, however, the 4 unidentified fasteners were discarded at the user facility. There are questions out to the affiliate for detail and clarity. Also see associated mdrs 1221934-2012-00317, 1221934-2012-00318, 1221934-2012-00319 and 1221934-2012-00321.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Fifty-six days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. No lot or part identification was supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.